Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. Patient was using an ambu bag due to ventilator inoperative condition. There was no harm or injury reported. Salesperson performed initial evaluation and confirmed the reported issue. Salesperson replaced device and sent affected device to manufacturer's service center for evaluation. During the evaluation of the device at the manufacturer's service center, a "vent inop" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. Additionally, the blower was replaced as a preventive measure. After further review, a corrected report was filed as both, product problem and adverse event. Corrections were made as follows: section b. Adverse event/product problem changed to "both", and section h. Type of reported complaint changed to "serious injury." Coding was updated accordingly. After an additional review by a philips clinical expert, a corrected report will now be filed as a product problem. Corrections have been made as follows: section b. Adverse event/product problem changed to "product problem", and section h. Type of reported complaint changed to "product problem". Coding was updated accordingly.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. Patient was using an ambu bag due to ventilator inoperative condition. There was no harm or injury reported. Salesperson performed initial evaluation and confirmed the reported issue. Salesperson replaced device and sent affected device to manufacturer's service center for evaluation. During the evaluation of the device at the manufacturer's service center, a "vent inop" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. Additionally, the blower was replaced as a preventive measure. After further review, this report will now be filed as both, product problem and adverse event. Corrections have been made as follows: section b. Adverse event/product problem changed to "both", and section h. Type of reported complaint changed to "serious injury." Coding has been updated accordingly.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. Patient was using an ambu bag due to ventilator inoperative condition. There was no harm or injury reported. Salesperson performed initial evaluation and confirmed the reported issue. Salesperson replaced device and sent affected device to manufacturer's service center for evaluation. During the evaluation of the device at the manufacturer's service center, a "vent inop" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. Additionally, the blower was replaced as a preventive measure.